Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issues with the sensor. The customer¿s blood glucose was 449 mg/dl at the time of incident. Customer stated that the sensor reading and the blood glucose reading were way off. Customer also reported issue with the sensor insertion and bent sensor cannula. Troubleshooting was performed and completed on all sensor issues. Customer also reported to have experienced a high blood glucose of 449 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. A replacement sensor and serter will be sent and expected to return for analysis. Insulin pump is not returning.